Event description:
It was reported that following a stenting treatment procedure, the patient presented with thrombosis and experienced a stroke. The patient presented due to an emergent mi and a 3.5x28mm veriflex stent was placed in the proximal right coronary artery. The stent was well positioned and well apposed and the patient was placed on a plavix and aspirin regiment. Two days post the index procedure, while still in the hospital, the patient presented with recurrent chest pain and thrombosis within the veriflex stent. Treatment consisted of a thrombetcomy and angioplasty using a non conforming 4.0x15 quantum balloon. Two days later while still in the hospital, the patient had a stroke. The patient was transferred to a nearby hospital.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).